Manufacturer narrative:
The returned valve prosthesis appears in general good conditions. On the second and third leaflets an unknown growth is present. Further analysis is being conducted.

Event description:
It was reported that the patient¿s perceval valve showed a central leak immediately after implantation on (B)(6) 2017.the patient was put back on pump and the valve was checked macroscopically. The surgeon saw tension or stretched at the level of the free margin on the non-coronary cusp. He re-ballooned the valve at 4 atm during 30 sec. The problem was not solved so he took the valve out and replaced it with a magna ease 25 mm. The extended cross-clamp time was longer than 20 minutes. The surgeon is well experienced with implanting perceval with around 20 valves implanted.

Manufacturer narrative:
The open and closed images from the steady flow test inspection performed on valve a39600 demonstrated acceptable open/close leaflet performance. No anomalies were observed during the open/close cycle in terms of leaflet coaptation. In particular, there is no central hole in the closed image that could be associated with a central leak issue. The valve met all acceptance criteria for the steady flow test inspection, the principal device function test during manufacture. Visual inspection of the returned valve confirmed the absence of manufacturing defects. The first cusp was observed to not be in the centre of the straight pillar; however, this was deemed attributable to manipulation during the implant/explant procedure. Hydrodynamic testing conducted on the perceval valve confirmed that the device exhibited normal leaflet kinematics. The regurgitation fraction was in compliance with the requirements of en iso 5840:2015 for a prosthesis of equivalent tissue annulus diameter (tad). Based on the analyses performed, the reported event cannot be explained by any factor intrinsic to the involved device, and the root cause is undetermined.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release.